Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single-use.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2022 using a nasal swab. Confirmation testing (platform: core lab) was performed on a nasopharyngeal swab in viral transport media and generated a negative result the same day. The customer stated that no further information is available.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1086021 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1086021, test base part number 190-430 / lot: 1086021. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1086021 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : device discarded, single-use

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2022 using a nasal swab. Confirmation testing (platform: core lab) was performed on a nasopharyngeal swab in viral transport media and generated a negative result the same day. The customer stated that no further information is available.